Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 469 mg/dl and the ketone level was high. A correction bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. As the bg was not high at the time of the report, tandem technical support advised the customer to discuss the high bg with a healthcare provider.